Event description:
It was reported to MFR that the physician's hand held computer was not holding a charge. The physician requested a new device to replace the non working device. The non-working hand held has been returned to MFR where analysis is underway.